Event description:
Dealer states, the gas cylinder (left side) does not come down properly to the ground. Claims it stays up.

Manufacturer narrative:
(B)(4). End user stated that she fell out of the chair breaking her arm. Customer went to ER.